Event description:
It was reported that two occurrences of a line blocked alarm during the previous week, both of which were resolved with infusion site changes. The line blocked alarm persisted until the infusion site were changed. The event occurred while in use with patient. The operator of the device was the lay user or patient. There was no patient injury.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. The device has not been returned to the manufacturer.